Event description:
It was reported that during a procedure, the device showed a temperature alarm 2 min after start to use. The device was presenting overheating. Backup device was available to complete the procedure. No delay and no patient injuries were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows moderate electrode wear. The insulation on the shaft is in its original condition. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the returned device was activated in saline solution using a known good quantum 2 controller. The device was tested in saline solution at coblate/coagulate mode in standard and maximum settings. Plasma was generated on the electrodes as specified. The suction line was tested and clogged. After a back flush it performed as intended. The complaint was not verified as the reported issue cannot be duplicated. There are several root causes that could have contributed the reported error: (1) restricted saline flow; (2) blockage on the suction line (3) excessive activation over the limit. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.